Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female patient contacted zoll customer support to report that the patient was admitted to the ER at 9am and that she believed the patient was treated. The nurse reported that the patient was unconscious and the lv was alarming for a couple of hours before they removed it. She reported that the patient was still unresponsive and was intubated and monitored on hospital telemetry. A review of the event indicates that the patient experienced an inappropriate defibrillation event at 2:54:04pm. Svt at 155 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The patient was unconscious at the time of the treatment. Due to the patient's condition, the patient did not continue use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of belt sn (B)(4) was completed. The belt was fully functional and able to detect and treat a patient. Monitor sn (B)(4) has not yet been returned to zoll. Device evaluation of the monitor was accomplished through a review of the patient's downloaded data file. Review of the data does not indicated any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4); electrode belt: sn (B)(4) 02/2013. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.